Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection confirms the ankle clamp is broke into two pieces. Both pieces were returned for evaluation. The device was manufactured in 2016 and it shows signs of significant wear/usage. A clinical evaluation was conducted for complaint (B)(4) and without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
The associated complaint device was not returned. I was unable to determine the issue from the photo that was attached. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for the device.

Event description:
It was reported that during surgery device broke above the incision, all pieces were recovered it is. No delay, no backup device and no injury reported.